Event description:
Procedure: colonoscopy. Based on the information reported from the facility the patient was stimulated and then jumped. The return electrode pad was exchanged and the surgery was completed with any injury or reported adverse affects to the patient.

Manufacturer narrative:
An e7507 rem return electrode was received with a liner attached off center in an opened pouch. The product appeared to be used due to material on the adhesive border. A visual inspection of the pad was performed and no abnormalities were found. The sample alarmed when tested on the force fx generator and the output was disabled. This is the expected and intended outcome if rem impedance is too high. The impedance value on the dample was found to be above the normal range. The probable cause for the high impedance value is the polyhesive may have experienced some moisture loss due to the manner in which the sample was returned. A series of product measurements and electrical tests were conducted and all results were within specifications. A review of the manufacturing history was performed on the reported lot number and there were no pertinent entries.